Manufacturer narrative:
The reported events were dislodgement, and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. X-ray examination of the lead noted the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the reported event of a helix mechanism issue was due to blood / tissue in the helix housing, on the inner coil, and over torque of the inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2023-03148. It was reported that a patient presented with both the right ventricular (rv) lead and atrial lead dislodged due to twiddler's syndrome. During lead revision, it was noted that the rv lead helix would not extend. The physician elected to explant and replace both rv and atrial leads. The patient condition was stable.